Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump received with cracked case at lcd window corners, battery tube threads and reservoir tube lip. The insulin pump received with high stop currents due to interface board. No unexpected battery out limit alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading is 253 mg/dl. Customer treated with the insulin pump. Customer stated that no buttons are responding. The display is frozen. The time does not advance. Nothing further reported.